Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/19/2016. During initial visual inspection white cap on preface sheet was found still attached. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported the brim cap of preface sheath was popping off unexpectedly during an atrial fibrillation ablation procedure. The issue was resolved by replacing cap. The case was completed successfully. The event is MDR reportable as the missing brim cap exposes the patient to the potential for bleeding or air embolism that may require additional intervention to prevent serious injury or death.

Manufacturer narrative:
(B)(4). It was reported the back end white cap was popping off unexpectedly. The cap was replaced and the case completed successfully. Replacement sheath requested. The returned device was visually inspected upon receipt and it was found in normal conditions. Brim cap was received snapped to the unit. A functional analysis was performed introducing a lab sampler vessel dilator several times through the sheath and the brim cap during this procedure brim cap and gasket remain snapped. The same result was observed when a catheter was introduced through the sheath. In addition, the brim cap and ring hub outer and inner diameters were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.